Manufacturer narrative:
Pump passed the self test. No missing segments or partial display during testing. Pump received with missing retainer ring, missing reservoir tube o-ring, scratched case, scratched keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump reservoir is missing an o ring and pops out occasionally. The customer's blood glucose reading was 25 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.